Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 534 mg/dl. Water was consumed and a correction bolus was delivered to treat elevated bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous fluids, manual insulin injections and anti-nausea medication were administered. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2018 with no permanent damage. Customer alleged pump was not delivering boluses properly as bg did not lower after a bolus was delivered. There were no issues with the pump supplies. There were no alerts or alarms prior to hospitalization. Customer reported no issues with bolus delivery at the time of the report. Tandem technical support performed a pump system check and pump was found to be functioning properly.